Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a afx bifurcated stent and an afx infrarenal aortic extension on (B)(6) 2014. On (B)(6) 2017 the patient came in emergently with a ruptured aneurysm from a type 3b endoleak. The physician elected to explant the afx devices and complete an open repair. The physician observed holes in the graft material and damage to the device following the explant procedure. Due to the ruptured aneurysm the patient underwent decompression laparotomy to alleviate compartmental blood, the patient did not have multivisceral failure. The patient is reported to be doing well.